Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen, the site was red and itchy. The patient consulted the health care practitioner (hcp) who prescribed an ointment (aflumycin) to treat the affected area.